Event description:
A falsely depressed troponin I result of 0.00 ng/ml was obtained on a pt sample. The laboratory tests troponin I in duplicate. The second result obtained was 1.30 ng/ml. The results were not reported to the physician. The laboratory repeated the test on the same sample and results of 1.20 and 1.23 ng/ml were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely depressed troponin I result. The most likely cause for this event was a clogged pipettor tip.